Event description:
Additional info received alleged pt diagnosed with macular hole in right retina on 4/22/1998. Pt was being treated with blood thinner, coumadin. Underwent pars plana vitrectomy and sustained suprachoridal hemorrhage, caused by failure to maintain normal iop due to sudden slowing of the infusion fluid. Post-operatively, the pt sustained ocular pain, nausea, vomiting and accelerated hypertension. After discharge, vision limited to light perception od. On 6/9/1998, pt underwent pars plana vitrectomy, drainage of choroidal in attempt to drain choroidal hemorrhage and repair retinal detachment. On 8/20/1998, pt experienced a recurrent hemorrhage od. On 10/12/2000, pt underwent a fluid/gas exchange. Since 10/1998, pt has no light perception and is blind in right eye.